Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tip on the scissors broke. The surgeon retrieved it by making an add'l incision near the groin. No further pt complications were reported.